Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed a leak in the o2 sensor. The o2 sensor was given to the customer for them to replace.

Event description:
The hospital reported the unit was not mechanically ventilating as expected. There was no report of patient involvement.